Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient felt the sensation if she raised her hands up high or was it the shower. The patient was scared of the sensation of getting shocked. The patient turned the stimulation off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).